Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using a bd preset¿ arterial blood collection syringe foreign matter was found on the cannula and some components were missing. The specific missing components were not reported. There was no report of adverse impact to patients or users.

Manufacturer narrative:
Investigation summary: material #: 364314; lot/batch #: 3179533. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter or missing components as all samples met specifications. A review of the device history record indicated a quality notification was raised for the issue missing components. However, lot passed all in-process and final quality checks for lot release. This complaint is unable to be confirmed for the indicated failure modes foreign matter and missing components. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using a bd preset¿ arterial blood collection syringe foreign matter was found on the cannula and some components were missing. The specific missing components were not reported. There was no report of adverse impact to patients or users.